Event description:
It was reported that this pacemaker was found to be in safety mode during an interrogation to program it to magnetic resonance imaging (MRI) protection mode, and so the MRI was not performed. Subsequently, the patient underwent a revision procedure and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was found to be in safety mode during an interrogation to program it to magnetic resonance imaging (MRI) protection mode, and so the MRI was not performed. Subsequently, the patient underwent a revision procedure and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The device had no telemetry. The device case was opened, and the battery was removed and forwarded for detailed testing which found the battery cell to be depleted; however, no battery-related or component-related issues were discovered that would have led to the reported clinical observation. Based on returned device analysis, the cause of the reported event cannot be established.